Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl. The pod alarmed while worn on the hip/buttocks for between 4 and 24 hours.

Manufacturer narrative:
The pod arrived fully deployed. A drive stall was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. A tear was observed on the internal portion of the soft cannula, from which fluid was able to leak from. Fluid damage was observed on the mechanism rails and commutator cap. The fluid damage on the commutator cap, as a result of the internal leak, is confirmed as the root cause of the data abnormality and reported 0x40 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.